Event description:
The customer reported a false positive reaction while testing on tango optimo. The customer assumed that a sample with an anti-d had caused carry over during an antibody screening test. The customer had neither returned the samples that had caused false positive test results nor the supposedly defective product. Therefore, the correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. The problem description reports of a reproducible carryover from a sample high in anti-d titre into a subsequentially pipetted antibody screen assay as well as into a subsequentially pipetted crossmatch test. The instrument was serviced including replacement of spare-parts critical in the context of carryover (e.g. Pipettor probes, pipettor syringe). Additionally a metrology qualification of the pipetting system was performed. A quality control run was conducted. There were no indication of any instrument malfunctions that may be causative for the reported problem. Repetition of the identical scenario yielded identical results compared to prior the service intervention. A carryover event from the sample 1 into a test cavity of a subsequentially pipetted known negative donor sample as well as into sample 2 (separate runs) could be reproduced with one of the bmd r&d tango optimo instruments.

Manufacturer narrative:
This is our combined initial and final report on this incident.